Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a loose and contaminated upstream occlusion (uso) sensor, and a faulty downstream occlusion (dso) sensor. The cause of the customer reported problem was the defective dso sensor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and uso sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the upstream sensor was loose. During the functional testing, the customer problem "double beep without cassette attached" was duplicated. The cause was found to be the inoperable downstream occlusion sensor. The downstream sensor was replaced. The device had been returned for a previous service but was not found to be related to the current service.

Event description:
It was reported that the pump has a double beep without cassette attached. There was unknown patient involvement and unknown patient harm/adverse event.